Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to follow up for additional information or the return of the device, since the product information, the facility name, and the contact information were not provided. If additional information or the product becomes available we will send a supplemental report with our additional findings. (B)(4).

Event description:
Medwatch report number mw5075720, received from FDA on 26-mar-2018 indicates: intra aortic balloon pump inserted for cat alert. Iabp not functioning correctly. The fiber optic part of the catheter failed and produced inconsistent waveforms. Three different machines were used to try and resolve the problem. Issue was resolved-backup mode (pressure used instead of fiber optic) to run iabp. It was reported that the intra-aortic balloon (iab) was inserted for a coronary artery thrombosis(cat) alert, but the iab was not functioning. There was a catheter fiber optic failure and inconsistent waveforms were produced. Three different consoles were used to try to resolve the problem. An alternate pressure source was used and iab therapy was provided. There was no reported injury to the patient. Facility , initial reporter, and specific product information was not provided.